Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip (40609u308) was difficult to remove. Although there was no adverse patient effect, this event has the potential to cause or contribute to patient injury. It was reported that the first clip delivery system (cds 40609u308) was inserted and advanced through a neutral steerable guide catheter (sgc), without resistance, in a patient with degenerative mitral regurgitation (mr) of 4+. The device was properly straddled, in the left atrium, without issue. The m knob was turned, however, the clip moved in the opposite direction than intended, towards the left pulmonary vein. Reportedly, there was no unusual curve on the sgc. The p knob was turned to attempt clip implantation, unsuccessfully. Resistance was noted during removal of the undeployed cds. The resistance was with the sgc. A second cds advanced the same sgc in the same fashion as the first. Again, upon m knob application, the cds moved towards the pulmonary vein. This time, the p knob was applied, successfully implanting the clip. A third cds was advanced in the same fashion as the other two. Reportedly, the m knob worked successfully and the third clip was implanted and device removed without issue. The two implanted clips reduced the mr to 2+. There was a procedural delay, loading another cds, but this delay was reportedly not clinically significant. There were no adverse patient effects. No additional information was provided. The sgc was returned with soft tip damage, possibly occurring during removal of the undeployed cds. The damage was not noted during or after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The sleeve key bond was examined and noted to be intact with evidence of adhesive at the proximal end of the key. Functional inspection of the cds on bench was performed to verify functionality of the steerable sleeve and no issues were identified. There was no damage observed to the grippers or clip arms, and no damage to the actuator coupler or actuator mandrel. All 16 frictional elements (fes) were present with no damage noted. The steerable sleeve curved/deflected properly in the medial direction when applying the "m" curve. Additionally, the sleeve starting a/p angle met manufacturing specification. The actuator coupler and mandrel (inner components) were removed distally from the cds and examined, no bend was noted. Although analysis was unable to confirm the reported sleeve steering issue/difficulty positioning the cds, the discrepancy between what was reported and what was observed (no sleeve steering issues identified) was likely due to varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension (e.g. Due to the anatomy, guide curves, etc.) On the device may make it more difficult to position the clip. Potential causes for sleeve steering issues resulting in difficulty positioning the cds can include, but are not limited to, misalignment of the key or a loose key, excessive tension (e.g. Due to the anatomy, guide curves, etc.) On the device, inadvertent user mishandling during preparation, and kinks/bends in the shaft or manufacturing anomalies/defects. Review of the device history report (DHR), confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve properly curved and functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of the complaint history did not indicate a manufacturing issue. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues may be influenced by anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. The information provided in the case details suggests that the user prepared and advanced the mitraclip system toward the valve according to the instructions for use (IFU). In this case, since the analysis was unable to confirm the reported sleeve steering issue as the returned device functioned as intended, it is possible that procedural interactions (e.g. Due to the patient anatomy and/or curves on the device) resulted in more tension on the device and therefore contributed to the reported sleeve steering issue; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the sleeve steering issue/difficult to position could not be confirmed. There does not appear to be any indication of a product quality deficiency. The sgc was returned with a torn soft tip, which is indicative with the reported clip getting caught on the guide tip, resulting in the clip components digging into and tearing the tip material. During functional testing of the returned devices (in the simulated clinical condition), the cds was retracted from the sgc with no resistance noted. Thus the reported difficult to remove/resistance could not be confirmed. Potential causes for difficulty retracting the clip into the guide tip can include, but are not limited to, procedural conditions (curves on the guide during cds removal), user technique or manufacturing anomalies. With respect to procedural conditions and/or user technique, difficulty retracting the clip into the guide can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. In this case, it is likely that the orientation of the clip resulted in an interaction between the clip and the soft tip of the sgc, resulting in the reported resistance upon cds removal from sgc and the noted soft tip damage upon product being received. Based on the information reviewed and the analysis of the returned devices, the reported difficulty removing the cds from sgc appear to be related to procedural conditions/user technique. There does not appear to be any evidence of a product quality deficiency.